Event description:
A user facility biomedical technician (bmt) reported one combiset line with transducers that are allowing air into the line and causing tmp issues. Patients were able to continue dialysis. Lines were disposed of. Upon follow-up, the bmt stated clinic staff have been experiencing ongoing issues with the newer transducer protectors during priming and treatments and stated they do not screw on correctly in the transducer ports, causing tmp alarms and saline to travel up to and wetting the transducer protectors. The reported issue is causing treatment interruptions and delays, and has required staff to swap out the transducer protectors for patients to resume and complete treatments. The bmt was unsure how many times this has occurred exactly and stated it has been occurring sporadically and intermittently during priming and treatments. The bmt confirmed that it is not a staff-related issue. The staff are installing the bloodlines according to the instructions for use (IFU), and the transducer protectors are being attached correctly. The staff are seeing constant transmembrane pressure (tmp) alarms occur on the machines, as well as air detector alarms. There are no issues with the machines themselves, and the machines are functioning appropriately and as intended. The bmt stated saline fluid and blood will back up to the venous and arterial chambers. The reported issues require staff to pause priming and treatments and change out the transducer protectors for the old ones which are known to work better, and treatments are then continued and completed without further issue. No blood loss or patient impact was reported, and all patients were reported to have completed treatments. It was confirmed that there have been no adverse events. The bmt stated an unused companion sample was available to be returned for manufacturer evaluation.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.